Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator had gone into backup mode due to event queue overflow. The device was successfully reprogrammed. The patient was stable and asymptomatic.